Event description:
It was reported by provider that the left and right brake will not lock on the 65650 rollator. Provider states no property damage or injury alleged. No further information provided.